Event description:
It was reported that during testing conducted at the manufacturer facility, the device overheated. There was no associated procedure, no delays, no medical intervention, no patient involvement and no adverse consequences reported.